Event description:
When rt tried to make a spot shot, exposure was performed and image appeared on the monitor, but thumbnail image did not come up. They tried to make two other exposure, but same result. (B)(4).